Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. During the lot history review it was noted that there was no other complaint reported against the lot. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. Both address internal leaks with no samples; of the two, one addresses the no-sample investigation of the current event. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.